Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin infection. The site was discharging pus. For treatment, the patient was given the antibiotic rocephin intravenously (IV) on 3 different visits. The patient then went back to receive surgery to remove the lump. The patient was prescribed a cream, the painkillers tramadol and percocet. The cannula was dislodged, while wearing the pod longer than 48 hours on the abdomen. The patient was discharged on the same day for each visit. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.